Event description:
It was reported that during an attempted implant, high, out of range pacing lead impedances were observed. Lead was replaced after several troubleshooting attempts were unsuccessful. There was no adverse event to the patient.

Manufacturer narrative:
(B)(4).